Event description:
It was reported that a patient was to be implanted with the vns for the first time. During the implant surgery, the patient was connected to a m1000 (1st) and m304-20 generator and high impedance was seen. The orss confirmed troubleshooting steps were performed previously, the leads were re-coiled multiple times, lead was cleaned, the nerve was irrigated, and it was confirmed during the call that the surgeon verified the lead was correctly inserted into the generator. As a result the surgeon had requested that a new generator be opened. Another m1000 generator (2nd) and a new m304-20 lead (2nd) was opened and implanted into the patient. It was noted that troubleshooting steps were performed during the call and test resistor was used to isolate on both generators high impedance was also seen during these test resistor test. It is unknown if generator diagnostics were used while testing against the test resistor. Proper wand positioning distance from the generator was confirmed, and the generator was tested outside of the pocket. To rule out programming system variables, the hospital's app tablet and wand were used, with no changes in results. After this, another m1000 generator (3rd) was opened and connected to the (2nd) m304-20 lead. Impedance was initially recorded to be 4,000 ¿5,000 ohms. Final intraoperative impedance prior to closing was reported to be approximately 5000. The surgeon decided to close. Once the patient was interrogated post operatively, the impedance was noted to be 5624 ohms. Later, data was received during a follow-up clinic visit from the generator that the patient was eventually implanted with (3rd). Based on the generator data review, the generator was noted to be well within normal impedance limits the day after surgery, which had sustained until the date of the follow-up clinic visit ((B)(6) 2026). X-rays were provided. Due to the quality of the image the x-ray could not be sufficiently assessed. There did not appear to be any abnormalities present in the x-ray image. Product analysis was performed on all of the products used in the surgery. No anomalies were able to be identified on any of the returned products. This includes, incomplete pin insertion, which is often the cause of non-lead related high impedance events. The returned lead was noted to have shown evidence of sufficient level insertion based on the indentations seen on the lead pin. This means that some sort of non device related reason is the cause of the observed high impedance. No other relevant information has been received to date. This file will capture the malfunction report for the 3rd generator opened. Another malfunction report will be submitted for the 2nd and 1st generators opened.